Event description:
A report was received that a pt was experiencing extreme discomfort when stimulation was on. A bsn representative was able to resolve the problem after troubleshooting. The pt's physician performed exploratory surgery and decided to replace the ipg due to malfunction. The pt is reportedly doing well.